Event description:
During a candela vein therapy training session for a customer, the delivery system clogged resulting in the failure to deliver a cryogen protective coolant while demonstrating on the customer. The failure was reported to have resulted in two large (5mm) spots and a few smaller spots below their knee on one leg reported as being scars.